Event description:
The customer contacted stryker to report that their device "shut off after shock". In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device has been returned to stryker for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue but unable to duplicate. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device "shut off after shock". In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.